Event description:
It was reported that a spectrum pump failed to alarm, resulting in an undetected upstream occlusion during preventative maintenance testing. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was unable to be reproduced. An undetected upstream occlusion was confirmed but the device wil be recalibrated to ensure expected performance.